Manufacturer narrative:
This is the first occurrence of reactivation of acne that has been reported to co. This is not from a malfunction of the laser or user error, but due to the patient's particular skin physiology. Information for "expected sequelae" has been added to the operators manual.

Event description:
Post-op recurrence/reactivation of acne.